Manufacturer narrative:
(B)(4).

Event description:
The pt had a couple of falls-one in which she hit her head. Impedances were greater than 40,000 ohms on all case pairs and the therapy was questionable. Bipolar pairs were in the range of 1557 to 4398 ohms. Intraoperative impedances had been fine. Further info is being requested from the hcp.